Manufacturer narrative:
No unexpected constant tone anomalies noted. The pump was received with a blank display due to a severely corroded lcd board, motherboard, interface board and remoter frequency board. Unable to perform the displacement test, operating currents measurement or off no power test due to the blank display. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot, and corroded motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop or bump the insulin pump. Customer stated the insulin pump was dropped into the water. It was also found an error code appeared on the insulin pump. Customer stated they removed the battery and a constant tone occurred on the insulin pump after. Customer's blood glucose was 20 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.